Manufacturer narrative:
The iol was received and inspected. One distorted haptic was observed, the optic body showed no defects. The lens diopter measured correct as labeled and astigmatism and resolution met manufacturing specifications. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to the patient's complaint of negative dysphotopsia.